Event description:
It was reported that there is insulin between the o-rings of the reservoir and moisture in the reservoir compartment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.